Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis could not determine the cause of the crystal errors. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted due to system upgrade. Analysis of the device was performed and the device tested out of specification. No patient complications have been reported as a result of this event.